Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the therapy cable was damaged. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause was traced to a fractured therapy cable. The customer declined repairs and the device remains with the customer.